Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 5. Reference MFR. Report#1627487-2019-00528, reference MFR. Report#1627487-2019-00529, reference MFR. Report#1627487-2019-00530, reference MFR. Report#1627487-2019-00601. It was reported the patient had their entire system explanted in october due to an infection.

Event description:
Device 1 of 5 . Reference MFR. Report#1627487-2019-00528, reference MFR. Report#1627487-2019-00529, reference MFR. Report#1627487-2019-00530, reference MFR. Report#1627487-2019-00601. Further follow-up indicates the infection was present at the lead site. The patient was hospitalized and the infection has since resolved.

Event description:
Device 1 of 5. Reference MFR. Report#1627487-2019-00528; reference MFR. Report#1627487-2019-00529; reference MFR. Report#1627487-2019-00530; reference MFR. Report#1627487-2019-00601 ; further follow-up indicates the date of explant was (B)(6) 2018.